Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (intraperitoneally, initial dose of 2 grams, followed by 1 gram every five days for twenty one days) for peritonitis. The patient had recovered from the peritonitis event. The pd therapy was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.